Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.

Event description:
Gal bladder - " clip applier locked up and would not release for several tries. When it did release, used another and it worked fine. Tried the one that locked up after case and it locked again."